Event description:
The customer called for assistance filling a new reservoir and priming the insulin pump. During the call the customer stated that the insulin pump programmed a 10.4 unit bolus on its own. The customer stated that he did not press any buttons. The customer then disconnected from the infusion set, and suspended the insulin delivery. Advised the customer to monitor the insulin pump and call back as needed. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.